Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Blood glucose level ranged from 54-55 (mg/dl). Although requested, the contact declined to reload the cartridge or perform troubleshooting with tandem technical support.